Event description:
The tubing separated from the t-connector. There was a patient involvement but no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Device available for evaluation. If additional information becomes available, a follow-up MDR will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One actual defective sample was returned to the plant for evaluation. The unit was visually checked .the visual inspection revealed the tubing was torn and separated from the male luer lock of the set. The tubing was torn at the tubing insertion port and tubing inside the male luer lock still remain bonded correctly. No further testing was performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.